Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
1st experience: the hospital reported thru doc matter their recent experiences. The hemopro does a decent job with cauterization. There have been a few cases but not too often that the bleeding causes us to change to an open. That¿s when patience is a must. 2nd experience: . They still use tourniquet after 500 cases. They don¿t give heparin either. If your tourniquet time is lower than 20-30min, likelihood of having clot is low. Their first experience without tourniquet was a bit rough. They avulsed a small distal branch, had to apply the tourniquet and continued the harvest.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: no device was reported, therefore a lot history review is unavailable. Historical data analysis : a che query was not completed for the period of 31-jan-2021 to 31-dec-2021 as there was no specific product or lot # reported. Trend analysis: no complaint data is available as there was no specific product reported.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: b5 - event description corrected.

Event description:
The hospital reported thru doc matter their recent experiences. The hemopro does a decent job with cauterization. There have been a few cases but not too often that the bleeding causes us to change to an open.